Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the surgeon noted a white speck on the iris of the patient at the post operative visit. The particle has not been removed. Medication therapy is still in progress according to usual post operative protocol.

Manufacturer narrative:
The system is a closed system. It is operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phacoemulsification (phaco) handpiece contributed to the reported event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The irrigation/aspiration (I/a) handpiece or particulate sample was not returned for evaluation. The photos provided with the complaint were reviewed. The most likely reason for white particulate is from particles left in the handpiece due to inadequate cleaning of the reusable handpiece. The I/a handpiece lot number provided with the complaint is not associated with a final I/a handpiece; therefore, a lot history review could not be conducted. All reusable handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. The directions for use (dfu) provides instructions on recommended cleaning of the handpiece. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).